Manufacturer narrative:
Conclusion: the complaint can be verified. Result the menu and check button do not respond. There are particles inside the housing of the menu and check button. The particles isolate the area of contact inside the button housing. Due to this problem the menu and check button do not respond.

Event description:
Patient reported the tick button on the infusion device is stiff. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.